Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-05155. It was reported that patient experienced ineffective stimulation. Multiple reprogramming attempts were not able to resolve the issue. As such, patient underwent a surgical procedure on (B)(6) 2018, wherein scs system was explanted.